Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/31/2017, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The reaction was located on the upper abdomen and was described as red, itchy rash with bumps. The patient stated that she was using prescription cortisone that was specifically prescribed for dexcom usage and the patient's skin reaction. Date of medical intervention is unknown. At the time of contact, the patient stated that the cortisone worked and there was no more reaction. No additional event or patient information was provided.